Event description:
The customer reported that red alarms were not triggering at the central station and that the patient passed away.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips technical consultant (tc) went onsite to resolve the issue. The tc found that the blood pressure alarms were sounding but they were configured to be yellow alarms. The red alarms were disabled. There was no malfunction of the philips device. The patient monitors were alarming for blood pressure however the alarms were yellow instead of red. The alarms were yellow based on the alarm configuration. The customer stated they would work with their clinical staff to determine if they want to change the alarm configurations. The device remains onsite and in use.